Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient¿s healthcare provider, on approximately (B)(6) 2025, the patient¿s cgm was reading low mg/dl to 42 mg/dl ¿all day¿. The patient self-treated the low cgm values (the specific treatment was not specified). It was also reported that at some point the patient attempted to calibrate the cgm device with a bg meter reading of 210 mg/dl. At an unspecified time later, the patient went to the emergency room (ER). At the ER, the patient¿s cgm was reading 42 mg/dl, and the bg meter was reading 507 mg/dl. It was stated the patient was admitted to the hospital with diabetic ketoacidosis. No patient symptoms were reported. No specific information regarding the patient¿s treatment were reported. It was also not specified how long the patient was in the hospital prior to discharge. Attempts to reach the patient for further event clarification were unsuccessful. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.